Event description:
It was reported that 20 bd saf-t-intima¿ safety systems with removable prn contained foreign matter in the catheter. The following information was provided by the initial reporter: "when the nurse prepared for indwelling needle infusion in the ward, she found woolly floccus at the catheter tip when she opened the indwelling needle for use. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 20 bd saf-t-intima¿ safety systems with removable prn contained foreign matter in the catheter. The following information was provided by the initial reporter: "when the nurse prepared for indwelling needle infusion in the ward, she found woolly floccus at the catheter tip when she opened the indwelling needle for use. "

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue was not confirmed upon inspection of the photos because a physical sample is needed to investigate the reported failure. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.